Event description:
It was reported that during an unk procedure, the cartridge was not fired, and the cartridge was replaced as it was thought to be from the cartridge, and the second cartridge still failed to fire and locked. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4: batch # 920a66. B3: exact event date unk, entered on (B)(6) 2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with two ecr60d reloads present. The reload (b) was received unfired. The reload (c) was received unfired, with the reload pan partially dislodged from the right proximal side. In addition, 9 doubles drivers missing, making the reload non-functional. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned (b) reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review: a manufacturing record evaluation was performed for the finished device batch number 920a66, and no non-conformances were identified.